Event description:
In 2001, the international distributor informed the MFR of the following: inlying shunt used for carotid endarterectomy was defective. This caused the pt to have artery clamped for a greater length of time than necessary.